Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump has a loose drive support cap. It was stated that the day prior, the customer probably pushed the cap and experienced low blood glucose of 50 mg/dl. They treated and the customer was not hospitalized. It was stated that the insulin pump was dropped and bumped two weeks before. The insulin pump would be replaced and returned for analysis.